Manufacturer narrative:
Initial reporter phone #: (B)(6) initial reporter first name: unknown. Initial reporter email: unknown. Thirty customer samples were evaluated for leakage in tubing. Leakage in the tubing was identified for three of thirty samples. No tubing leakage was identified in twenty seven samples. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5156776. Investigation: the most likely cause is that there was a burr on the gripper. Corrective actions: the gripper was replaced and realigned.

Event description:
It was reported that there was blood leakage and spillage while using 21 g x 0.75 in. Bd vacutaine® safety-lok¿ blood collection set. The blood leaked from the tubing and spilled but the user was wearing gloves and there was no direct contact with the blood.